Event description:
The customer stated there were reproducibility problems with architect bhcg for one patient sample. The patient sample generated results of 12.98, 61, 25, 23, 12 and 11 miu/ml which did not reflect the patient's clinical presentation. There was no impact to patient management reported.

Event description:
The facility representative reported to the (B) (4) on (B) (4) 2010 that on an unspecified date a colleague infusion pump had an inoperative stop key on the pumphead module keypad. The event was reported to have occurred during biomedical servicing. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
It was reported that while the patient was in the pre-op area, the physician advanced the catheter over the spring wire guide (swg) in the patient's internal jugular. He was unable to remove the swg and so removed the entire catheter with the swg and discovered the swg had frayed at the tip. There were no reported patient complications, injuries, or delay in treatment. Additional information received from the sales representative on (B)(6) 2010 stated that the physician was able to remove the swg in its entirety.

Manufacturer narrative:
(B) (4) the user interface module master software version for this device is 5.09.90, categorized as remediated. The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is fluid ingress, internal corrosion of flex cable. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B)(4).